Event description:
A physician reports product remained in the eye following surgery. The residual product was subsequently removed. Additional information including the patient's current status has been requested.

Manufacturer narrative:
(B)(4). The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Investigation, including root cause analysis is in progress. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute. (B)(4).